Event description:
The customer reported having unexplained high blood glucose of 250 mg/dl. The customer treated her glucose level with a manual injection. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found low battery alarms. Checked the bolus history and noticed that the customer bolused, but her glucose did not drop. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Advised customer that the insulin pump will be replaced and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.